Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor saline breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses. The patient developed capsular contracture (grade iii-IV) in both left and right breasts after implantation. Capsular contracture was diagnosed during a check-up examination. Patient required a day of hospitalization. As a result of the capsular contracture, the patient will undergo bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.